Event description:
It was reported that customer's insulin pump alarmed button error. The buttons are not responsive and the numbers scroll on their own. Customer's blood glucose was 11.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.